Manufacturer narrative:
Investigation summary was performed. The investigation of the complaint articles has shown that: one silicone handle quick coupling/long (part number: 03.111.012, lot number: 2632660, mfg. Date: 25aug2010) the part was received with the following complaint description: ¿the quick coupling came off the silicone handle quick coupling/long, and component cannot be put back on the device. The issue was discovered in sterile processing after cleaning, no patient or surgery involvement¿. A visual inspection, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. Upon visual inspection of the instrument it can be seen that the laser weld that holds to shaft to the handle is broken resulting in complaint description above. The balance of the device is in fair condition with minimum signs of wear. The returned parts were determined to be suitable for their intended use when employed and maintained as recommended and the risk assessment, where applicable, was found to adequately address the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The complaint condition is confirmed. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: device is an instrument and is not implanted/explanted. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported that the quick coupling came off the silicone handle quick coupling/long, and the component cannot be put back on the device. The complaint issue was discovered in sterile processing after cleaning. There was no patient or surgical involvement. This report is 1 of 1 for (B)(4).